Event description:
It was reported that during a follow up in clinic, inadequate capture, r-wave amplitude variation, and noise resulting in oversensing were noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.